Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01110. The device was discarded by the hospital.

Event description:
The patient was undergoing a coil embolization procedure to treat a hypogastric aneurysm using ruby coils. During the procedure, while attempting to advance two ruby coils through a lantern delivery microcatheter (lantern), the physician experienced resistance and decided to retract and re-sheath them. The procedure was then completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.